Event description:
It was reported that when patient presented in the emergency room, lead was not functioning due to an unspecified issue. The lead as capped on (B)(6) 2017 and a new lead was implanted. No further information available.